Event description:
It was reported that loss of sensing and phrenic nerve stimulation due to dislodgement was observed on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.

Manufacturer narrative:
The reported events were lead dislodgement and failure to sense. As received, a complete lead was returned in one piece. The reported event of failure to sense was not confirmed. Visual and x-ray examination of the lead did not find any anomalies. All tines were intact and undamaged. Electrical testing did not find any indication of conductor fractures or internal shorts.